Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman laa closure device with delivery system (wds) and a watchman truseal access system (was). After the completion of the transeptal puncture (tsp), resistance was experienced when advancing the was through the foramen ovale. The guidewire withdrew slightly from the laa and the physician pushed on the was to pass the foramen ovale. The patient became hypotensive. Transesophageal echocardiogram (tee) revealed a cardiac perforation and pericardial effusion. The laa closure procedure was discontinued and a pericardiocentesis was performed. The patient fully recovered and was discharged three days post index procedure.